Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2019. Evaluation of the returned instrument shows that was received one of the jaws is broken off at the end of the tube assembly area and is included in a separate bag. Further evaluation shows that the rivet that holds the jaws is not loose, or pushed out of the tube assembly as stated in complaint. Evaluation of the broken jaw showed that it is bent/damaged at the eyelet end. This instrument was disassembled for further evaluation of internal components and it was found that at the end of the drive rod (n00185) the fingers that actuate the jaws were also damaged. We are unable to determine what caused the jaw to break off and for the internal drive rod to become damaged but mishandling at the end user's facility is suspected. All 50 instruments from the alleged lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.

Event description:
It was reported that the pivot pin got detached and the jaws of the applier got broken during use. Therefore, the other company's applier was used instead to complete the surgery. Nothing fell/remained in the patient and no injury to the patient was reported. The applier was purchased by the hospital in november 2019.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pivot pin got detached and the jaws of the applier got broken during use. Therefore, the other company's applier was used instead to complete the surgery. Nothing fell/remained in the patient and no injury to the patient was reported. The applier was purchased by the hospital in (B)(6) 2019.